Event description:
Patient also reported "implants are leaking from the valve."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side implant is "leaking" and is "squishy". Device remains implanted.